Event description:
The technician used a fluoroscopically guided procedure to inject medication into my left hip. When the needle was inserted into my body, I heard a drill and felt severe pain in my left pelvic area, in my hip, my knee and all the way down my leg. I became very dizzy and needed assistance. I have had continual pain in all areas ever since.